Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/27/2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. A manual test was performed and failed as no sound was heard from the speaker. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.